Event description:
It was reported that during a routine check high, out of range high voltage lead impedance was observed. It was noted that a noise episode was classified as vf, the therapy was not delivered because the noise stopped during charging. The patients cardiac condition improved and the patient no longer has a clear indication for an ICD. The lead remains implanted and patient to be monitored via merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.